Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -8.5/+2.0/093 into the patient's left eye (os) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to excessive vault. In a separate surgery that day a shorter length lens was implanted and the problem was resolved. Cause of event reported as unknown.

Manufacturer narrative:
Claim# (B)(4).